Event description:
Pt was implanted with a synchromed pump and catheter on 01/06/1998 to deliver baclofen to treat intractable spasticity related to multiple sclerosis. The pt developed meningitis and the pump was explanted on 03/10/1999. Hcp states that cultures performed on fluid from the catheter access port and the reservior were positive for pseudomonas aeruginosa. MRI scan was negative for abdominal or spinal mass. Blood cultures were negative. The pt was treated with intrathecal gentamycin one mg/day for ten days and recovered without sequellae. Another synchromed pump and catheter were implanted on the pt's opposite side of the abdomen. The explanted pump and catheter were returned for analysis.